Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of clearlink secondary medication sets underinfused. It was further reported that the "infusion still pulls too much from the primary, so infusions were lasting a bit longer than they should". This issue was identified during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.